Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error code. Customer¿s blood glucose level was unknown. Customer was assisted in performing test on transmitter and it passed. Customer was assisted with troubleshooting. Customer experienced multiple blood glucose values such as 260 mg/dl, 93 mg/dl, 96 mg/dl and 129 mg/dl. Customer was treated with manual injection and insulin for high blood glucose level. The insulin pump will not be returned for analysis.